Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient had a rhythm that was accelerated, and therapy was delivered by the device successfully. There was also report of high out of range pacing impedances greater than 2000 ohms on the right atrial (ra) lead, and pacemaker mediated tachycardia (pmt) episodes. The patient had been hospitalized, and the system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient had a rhythm that was accelerated, and therapy was delivered by the device successfully. There was also report of high out of range pacing impedances greater than 2000 ohms on the right atrial (ra) lead, and pacemaker mediated tachycardia (pmt) episodes. The patient had been hospitalized, and the system remains in-service. No adverse patient effects were reported. Additional information was received that this ra lead was surgically capped and replaced. No adverse patient effects were reported.